Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted device was programmed into an emergency single-chamber fixed-rate mode without any prompted action initiated on the programmer. It was noted that the emergency button of the programmer may have been touched by accident. The caller was advised to return the programmer to service. No patient complications have been reported as a result of this event.